Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress in the 14v li-ion battery clip was unable to be confirmed. The 14v li-ion battery clip, lot number 8313740, was returned for analysis and passed all functional testing operating as intended. A root cause for the reported event could not be conclusively determined through this evaluation. The complaint does not meet the requirement of the investigation procedure for a review of the device history records. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, and the heartmate 3 patient handbook, rev. C are currently available. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 patient handbook section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. The heartmate 3 patient handbook section 8, ¿equipment storage and care¿, and the heartmate 3 IFU section 8 ¿equipment storage and care¿, outlines general cleaning guidelines for all equipment. Use a damp cloth to clean exterior surfaces of the system components, as needed. Water, with or without a mild dish soap, may be used as a surface cleaner. Do not allow water to penetrate the interior of the equipment. Do not immerse equipment in water or liquid. Immersion in water or liquid may cause the pump to stop. The heartmate 3 IFU section f, safety checklists, replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook caution users to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported the 14 v batteries and battery clips were submerged while the patient was showering in the hospital. There were no alarms and no patient consequences. It was communicated on 05sep2024 that a shower bag was in use and was used appropriately. The system controller remained in use as it did not get wet. No log files were provided. The patient did not experience any adverse effects.